Manufacturer narrative:
Model: d314drg, ICD; implanted: (B)(6) 2012.

Event description:
It was reported that the lead was returned to the manufacturer after being explanted with no stated reason for replacement or indication of a product performance issue. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.